Manufacturer narrative:
(B)(4). Final analysis found that the lead was returned in two pieces. The insulation was fractured at 9.0cm, 9.1cm, 9.3cm and 10.6cm from the connector pin, which fractured the outer coil. The damage found likely resulted in the reported noise and varying impedance anomalies. (B)(4).

Event description:
It was reported that noise and varying impedance measurements were observed on the right ventricular lead of an asymptomatic patient. A fracture was suspected. The lead was successfully explanted and replaced.